Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully in the anterior-2/posterior-2 (a2/p2) leaflet positions. The procedure was discontinued; the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. On an estimated date, on (B)(6) 2026 the patient returned with recurrent grade 4 mr. A transthoracic echocardiogram (tte) showed that a single leaflet detachment occurred and the clip was no longer attached to the anterior leaflet. A secondary mitraclip procedure was scheduled.